Event description:
During the colonoscopy procedure, the scope had a malfunction. The flexibility adjustment ring would was frozen in place and would not turn or adjust. The procedure was finished safely. The scope number is (B)(6).